Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient had an ablation procedure and not placed ipg in surgery mode and unable to connect with her ipg after. Company manufacturer met with patient and was able to reconnect and therapy was restored.